Event description:
Boston scientific received information that the patient implanted with this device reported a possible infection of an unspecified lead. Additional information was sought from the local area sales representative, however, at this time, additional information was unavailable.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.